Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that on exam, there was no open area. There was no tenting of skin. Device could be felt and it was assumed that it was a battery pack that was felt just under the incision. The implantable pulse generator was palpable and minimally mobile within pocket. They were examined sitting up and laying down where the device did not move much. The device was fairly fixed within the pocket as it was sutured in. It was reported that the pain at the implant site, device started to stick out more, and repositioning of the device was considered a device issue. The cause of the event was not determined. It was reported that the event was resolved without sequelae on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) for a clinical study reported pain at the implant site. Interventions included a repositioning of the neurostimulator on (B)(6) 2018 and the event resulted in an emergency room visit. The patient reported pain at the implant site and wanted a relocation on (B)(6) 2018. It was reported that the event was possibly related to the device or therapy and not related to the implant procedure. There was a report of pain over device in their right side, low back that migrates to the midline and feels like a burning sensation. It felt like the device had started to "stick out more" making it hard to sleep. No change in pain with the device off. Relevant medical history includes urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No further complications were reported/anticipated.